Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibitd double counting leading to inappropriate therapy. The oversensing led to inhibition of pacing but the patient has an intrinsic rhythm.